Event description:
It was reported that this pacemaker was cross-talk oversensing the atrial signal on the ventricular channel. The signal was appropriately falling into cross channel blanking. Boston scientific technical services advised programming options and the pacemaker remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.